Manufacturer narrative:
PMA/510(k) #p100022/s026. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
To treat the total cto of the right sfa of the patient receiving dialysis, the user selected zilver ptx drug-eluting peripheral stent. The target lesion was severely calcificated. After passing a 0.018inch guide wire through the target lesion, balloon dilatation was performed, and the guide wire was changed to a 0.035 inch one (terumo's radifocus stiff type) since due to severe calcification, and the delivery system of zilver ptx drug-eluting peripheral stent was advanced over it. Even after balloon dilatation was performed, advancement was very difficult. Then the user attempted to deploy the stent at the target lesion but noticed unusual movement/behavior of the stent. So he tried to remove the delivery system once, but it got stuck. He had to remove it all together with a guiding sheath (medikit's parent select) and the wire guide. Then he opened another zilver ptx drug-eluting peripheral stent to complete the procedure. The patient did not experience any adverse effects due to this occurrence. User's comment: I think it was due to very severe calcification or possible spasm of the vessel. 4 prefix ziv6-ptx/zisv6-ptx: 4-1 are images of the device of procedure available? No image available. 4-2 was the approach ipsilateral or contralateral? Contralateral. 4-3 if contralateral, was the bifurcation angle tight? No. 4-4 was pre-dilation performed ahead of placement of the stent? Yes. 4-5 was post-dilation performed after the placement of the stent? Yes. 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Terumo's radifocus 0.035inch stiff type 4-7 details of access sheath used (name, fr size, length)? Medikit's parent select 4-8 was the device flushed before the procedure, as per IFU yes. 4-9 what was the target location for the stent? Lt-sfa. 4-10 was the patient's anatomy tortuous or calcified? (Tortuosity:no calification:yes) 4-11 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes. 4-12 how did the physician deal with this resistance? Ni. 4-13 did the stent delivery system cross the target location? Yes. 12 deployment difficulty 12-1 was the device flushed through the flushing port before the procedure, as per IFU? Yes. 12-2 was the stent fully deployed in the patient? No. 12-3 was the target site severely calcified? Yes. 12-4 was patient anatomy tortuous? No. 12-5 was pre dilatation conducted before stent deployment? Yes. 12-6 was the delivery system kinked or twisted during deployment? No. 12-7 thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? Yes. 12-8 thumbwheel only ¿ was the retraction sheet being held during deployment? Unknown. 13 wire guide stuck / difficult to remove 13-1 was the stent device flushed through the flushing port before the procedure, as per IFU? Yes. 13-2 how long was the procedure (from advancing delivery system to the moment when the user attempted to remove the device)? Ni. 13-3 details of the wire guide used (diameter, hydrophyllic, make)? Terumo's radifocus 0.035inch stiff type. 13-4 was the patient anatomy severely calcified or tortuous? (Tortuosity:no calification:yes) 13-5 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes. 13-6 how did the physician deal with this resistance? 13-7 was any damage noted on the wire guide before, during or after the procedure? Ni. 13-8 what was the target location for the stent? Lt-sfa.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03apr2023.

Manufacturer narrative:
Device evaluation the zisv6-35-125-7.0-140-ptx device of lot number c1929978 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 22 sept 2022. On evaluation of the device the following was noted: visual inspection ¿ wire guide stuck in device and cannot be removed. ¿ red safety lock depressed on return. ¿ stent is returned deployed intact (no defects) functional inspection ¿ cannot be performed because wire guide is stuck inside device when approached for in put, a lab re-evaluation was requested by engineering. The re-evaluation took place on (B)(6) 2023. On re-evaluation of the device, the following was noticed: visual inspection ¿ kink is observed on the outer sheath 68cms from the handle. ¿ outer sheath of device was cut below the kink and removed. ¿ kink is observed on the distal inner at the same location of kink observed on outer sheath document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There is no evidence to suggest that the customer did not follow the instructions for use or the relevant japanese packaging insert (B)(6). The japanese packaging insert, c-ci1502m06, supplied with the device, complies with mhlw law no. 84 of 2013, which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review an image was not returned for evaluation root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the patients difficult anatomy. From the information given, it is known that the patients anatomy was severely calcified. This calcification could have caused the retraction sheath to get compressed, as during the lab evaluations, a kink/compression was noticed in the delivery system which went through to the inner catheter also. The information says that there was resistance when the wire guide/device was tracked to the target lesion. The resistance felt when tracking the wire guide might have caused it to kink. Resistance felt during the tracking of the device, could have been due to the kink in the wire guide which could have caused the kink/compression on the inside of the system and caused it to catch on the wire guide. Summary complaint is confirmed based on visual and functional inspection according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another zilver ptx drug-eluting peripheral stent was used to complete the procedure successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the return of the device and the completion of the lab evaluation: lab evaluation date: 22 sept 2022 visual inspection: wire guide stuck in device and cannot be removed. Red safety lock depressed on return. Stent is returned deployed intact (no defects). Functional inspection: cannot be performed because wire guide is stuck inside device.

Manufacturer narrative:
PMA/510(k) #p100022/s026. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.